Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused by improper reprocessing around the forceps elevator by the user. The instruction manual describes the reprocess method around the forceps elevator and the precleaning performed immediately after the procedure, allowing the user to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The watertightness of the bending section rubber was lost due to the pinhole. The watertightness of the up/down angulation control knob was lost due to the deformation of the up/down angulation control knob. The watertightness of the control unit was lost due to the deformation of the control unit. The adhesive of the bending section rubber was peeled off. The universal cord was scratched. The distal end cap was dirty. The adhesive around the light guide lens was discolored and the light guide lens was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material had adhered to the inside of the distal end cap and around the forceps elevator. There was no report of patient injury associated with the event.